Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the enteral feeding pump failed the buzzer test; no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. The device was opened and inspected for damaged components. U14 of the buzzer circuit was displaced towards the lower side of the pcba. The damage is more severe on the right side of the chip. Pins 8, 9, 10, 13, and 14 are no longer connected to their respective solder pads. This damage is likely caused by contact with the uppermost screw boss. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed the buzzer test; no audible alarm.